Event description:
It was reported that a clearlink system continu-flo solution set leaked from the secondary port (clearlink). This occurred when the medication was pushed through the port closest to the hub. The issue was further described as, "an employee was sprayed with blood that was present in the tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) (additional contact number). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: add the statement, "the leak occurred after the device had been in use for approximately 45 minutes to 1 hour." H4: the lot was manufactured between 04/14/2025 and 04/15/2025. H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing; a leak was observed at the second y-site clearlink. As per the autopsy of the clearlink, a damaged gland (holes at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.